Manufacturer narrative:
The insulin pump was received with frozen display due to faulty connector on mother board. The insulin pump was unable to verify unresponsive buttons due to frozen display. The keypad connector and keypad traces were inspected and no anomalies noted. No unexpected beeping noted. The insulin pump was received with minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he heard a beeping noise and the buttons did not work. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.